Event description:
It was reported that the device triggered the elective replacement indicator (eri) and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Concomitant: 419678 x 2 leads, implanted: 2012-(B)(6); 1688tc x 2 competitor leads, implanted: 2005-(B)(6). (B)(4).